Event description:
Additional information was received indicating that following the previous reprogramming there were additional episodes of noise that resulted in automatic mode switching (ams). No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an episode of noise that resulted in automatic mode switching (ams) was noted on the right atrial (ra) lead. The device was reprogrammed to more optimal settings for the patient. The patient was stable with no adverse consequences reported.